Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer's doctor reported via phone call that the customer has received a few no delivery alarms on the insulin pump and the customer has experienced high blood glucose. It was stated that the customer has been in diabetic ketoacidosis and blood glucose value was 422 mg/dl. Customer was not hospitalized. Customer's blood glucose could not be brought down less than 320 mg/dl. Doctor stated that the customer has been on manual injections. The cannula was not bent. It was advised to disconnect at the quick release and perform fixed prime; insulin did exit. He was unable to remove the set to examine the cannula. It was advised the insulin pump is working as designed and to change the complete set.